Event description:
Event description guidant received information that at a follow-up visit, this pacemaker could not be fully interrogated, despite multiple attempts with two different programmers. In addition, after the quick start and pulse generator were selected, the device could only communicate approximately 40% through the interrogation, as a telemetry noise message was displayed.